Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician had difficulty advancing a 3maxc over a guidewire and therefore, the physician decided to remove it. However, upon retraction, the 3maxc snapped in two pieces. Therefore, the physician used a stent retriever device to remove the remaining piece of the 3maxc. The procedure was completed using a non-penumbra stent device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned device was fractured at approximately 154.0 cm from the hub. The returned 3maxc was ovalized along the distal shaft approximately from 125.0 cm to 154.0 cm and 156.0 cm to 158.0 cm from the hub. Device had kinks at approximately 155.0 cm, 159.0 cm, and 162.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. The reported advancement against resistance may indicate the 3maxc became pinned within patient anatomy. If the device is forcefully retracted against resistance, damage such as a fracture may occur. If the device was retracted after being pinned, ovalized regions may result. Further evaluation revealed damage to the distal length of the device. The retrieval of the distal fractured portion using the stent retriever likely contributed to this observed damage. The root cause of the initial resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.